Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 310 mg/dl; cause was not known. Customer's parent assisted the customer with administering an insulin injection to address bg. Recommendation was made for the contact to consult with a healthcare provider.